Manufacturer narrative:
Add PMA/510(k) number. The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented and written in and edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that the catheter site bleeding was possibly due procedural factors. However, no other information was provided by the facility. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, after a successful implant of a 23 mm sapien 3 valve by transfemoral approach, a balloon hemostasis was performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.